Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at the time. A call received on 08/19/2016 stating that this lv lead impedance has been gradually increasing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).